Event description:
The pt underwent left eye vitrectomy, membrane peel (gas or silicone oil). Towards the end of the procedure, the alcon constellation vitrectomy machine malfunctioned and ceased, whereby a yellow error 2251 message appeared on the screen. Approx 1-2 mins later, functionality of the vitrectomy unit returned, and the retina had redetached as a result.